Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead triggered a warning due to low impedance. There was also a possible inner insulation breakdown suggested. The lead was reprogrammed to adaptive so if the impedance drops below 200 ohms the lead will switch to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.